Event description:
The user facility reported that the housing broke at the weld during sterilization. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No patient impact, no medical intervention, no delay and no adverse consequences.

Manufacturer narrative:
The device is no longer available.

Event description:
The user facility reported that the housing broke at the weld during sterilization. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No patient impact, no medical intervention, no delay and no adverse consequences.